Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope was leaking a black water from the channel tube. The issue was found during reprocessing after a therapeutic gastrointestinal examination. The procedure was completed with the device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the channel tube was bucked and deformed, causing water invasion. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after a procedure. The customer reported their process included wiping the surface of the scope with a gauze dipped in enzyme detergent, and then perform air, water supply, and suctioned for 30 seconds each. Enzyme cleaning solution was used, from many manufacturers and brands, according to the customer. The minimum effective concentration is checked every day. The endoscope is leak tested with an olympus leak tester. The endoscope channel is brushed during manual cleaning with a olympus single use brush. The customer reported a domestic automated endoscope reprocessor (aer) device is used to reprocess the endoscope. It was unknown if any problems were noted with the aer or the date of the last preventive maintenance. The disinfectant solutions used were glutaraldehyde, o-benzene, and peroxyacetic acid. The minimum effective concentration is checked weekly with irregularly. The last reprocessing in-service conducted by an olympus endoscopy support specialist was 18aug2023. The facilities reprocessing personnel change periodically, but all reprocessing personnel are basically trained on how to properly reprocess an endoscope. The endoscope is stored in a scope storage cabinet after reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.